Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.

Event description:
Customer reported to product manager (B)(6): "case with solis cages + tribone80. An anterior plate was used in combination with solis. After three months, non-fusion and sinkage of the cage and pseudatrosis in cases. Patient was reoperated with posterior fixation."